Manufacturer narrative:
Date of event: unknown. The date received has been used for this field. No catalog # provided. Therefore, manufacture location, manufacture creation date, and manufacture expiration date are also unknown. Since the manufacturing site is unknown, (B)(4) has been used as a default. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® had "incorrect test results".